Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, serosa around the staple line was torn and oozing bleeding occurred. When the trouble occurred upon the first fire, the handle was fired without interval and the knife was returned after 15 seconds. To recover bleeding, the surgeon sutured twice over the torn tissue additionally. Per the sales representative, there was no deformed staples. An anastomosis was performed after that. There were no other adverse events reported. The last patient status is that the patient is good.